Event description:
Information was received from a consumer regarding a patient who was originally receiving morphine and bupivacaine via a pump implanted to treat lower chronic spinal pain. The patient was taking 80 mg of oxycotin along with 30 mg of oxycodone for breakthrough pain. On (B)(6) 2016, it was reported that six months ago, the health care provider changed the patient's drug mixture by adding clonidine to the mix. When clonidine was introduced, the nurse accidentally missed the fill-port. No patient adverse event relating to the missed fill port was reported.